Manufacturer narrative:
Updated rfr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving compounded baclofen (900mcg/ml at 18mg/day), unknown morphine drug (30mg/ml at 18mg/day), and bupivacaine (7.2mg/ml at 18mg/day) via an implantable pump. It was reported that during a routine pump replacement,  the physician kept getting error codes after trying to update the pump. The error code was 140 (previous update failed), 141 (telemetry error), and 338 (the connection to the synchromed device was interrupted). The pump would not update the patients name, catheter, or personal therapy manager (ptm), but did update the drugs, reservoir, infusion and bolus screens. After the error codes, the company representative (rep) re-interrogated the pump, and the pre-implant prime was actively being performed. The rep could not get the pump to properly update without the telemetry error codes. The surgeon and the team decided to try another pump. It was reported that initially the second pump gave the same code. The only way the rep could not get the pump update properly was to leave out the managing physicians orders for the ptm. The company representative (rep) was actively on the phone with tech services and fellow employees seeking assistance with these issues. There were no known environment al/external/patient factors that may have led or contributed to the issue. The rep reached out to tech services multiple times on 2025-07-08 with the error codes on the tablet. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was provided from a company representative (rep) stated they were unable to update the pump and persistently getting alert 140 and 141. The rep reached earlier and switched the pumps and was still getting the same alert. The rep stated that the first pump was not able to update with the ptm enabled but it was letting him without the ptm settings but they did not trust the pump, so they did not use it. They got a second pump and updated without entering the ptm settings and were able to update successfully. The rep stated that he was trying to enable and update the ptm settings and was getting the same alerts. The patient had a sync ii and was trying to enter the same patient access (pa) settings in the sync iii. The technical service (ts)confirmed that clinical programmer and the handset were version 2. The ts suggested getting a different tablet to see if he could update. The ts reached out the rep back after reviewing a scenario that had been encountered with a different customer in technical services. The ts asked how long the bolus duration was. The rep stated that bolus duration was 4 hours, and it was the same for the synchromed ii. The ts explained that the sync 3 appears to not allow long bolus durations. It was noted that prior pa settings, there were 4 hours bolus duration, 4 hours, bolus restriction window dri 1 every 4 hours and max activations of 4 for a max dose of 30mg.the ts recommended consulting with the managing physician for a different prescription for the pa. Additional information was provided from a company representative (rep) stated they he updated pump in the operation room (or) with a back table prime but the patient and other information did not update. He stated the programmer showed an error of 140 and 141. He tried to update the pump multiple times but kept getting the same error. Recommended using a new pump.

Manufacturer narrative:
Updated rfr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.